Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a replacement transvenous implantable cardioverter defibrillator (ICD) system was implanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the extravascular implantable cardioverter defibrillator (ev-ICD) was positioned and ventricular fibrillation (vf) was induced, however shocks at 30 and 40 joules were not successful. The physician performed two unsuccessful external shocks and the vf finally ended at the third external shock while the physician pressed the chest of the patient. The ev-ICD was moved more submuscular closer to the heart and next to the ribs. Both incisions were flushed with no air visible in the imaging. A vf was induced again with an unsuccessful 30 joule shock. The arrhythmia self terminated before the 40 joule shock. A third induction was performed administering directly a 40 joule shock which was ineffective. The arrhythmia was terminated after a second external shock. The ev-ICD therapies were programmed off, and the ev ICD was subsequently explanted during a separate procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated unsuccessful defibrillation, though the correct energy was delivered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.